Event description:
It was reported the patient received inappropriate antitachycardia pacing and shock therapy due to atrial fibrillation. It was then reported the shock resulted in ventricular tachycardia. Appropriate shock therapy was provided but was not successful to terminate the arrhythmia. The patient was externally defibrillated to resolve the event. The patient is hospitalized and is currently being monitored. No further intervention has been performed. The patient is in stable condition.